Event description:
It was reported that while the cardiosave intra-aortic balloon (iabp) was in use, it would not read the fiber optic pressures. The customer stated that there was no alarm. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. It has been reported that the customer had the fiber optic catheter plugged in upside down. The iabp is working fine and is ready for clinical use. No getinge service was necessary.

Event description:
It was reported that while the cardiosave intra-aortic balloon (iabp) was in use, it would not read the fiber optic pressures. The customer stated that there was no alarm. No adverse event was reported.